Manufacturer narrative:
(B)(4). Visual inspection found knife protruding from the jaws. The knife is trapped and protruding from the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. No trend has been identified for this failure mode. No corrective action is required.

Event description:
The customer originally reported that the sealing quality was not good, after coagulation of the tissue, it was more sticky than when compared to other procedures. Another device was used to complete the procedure. No tissue damage. No blood loss. No patient injury reported. Upon receipt of device for investigation on (B)(4) 2015:, it was noted that the knife is protruding from the jaws.